Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. When filling the tubing after releasing the act button insulin continued to drip. Customer's blood glucose level was 150 mg/dl. The customer was able to rewind the insulin pump. The displacement test and self-test passed. The device was not returned.